Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the nurse witnessed that her iron infusion backed up into her primary line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. (B)(6) see h.10.

Event description:
It was reported that as lvp 20d 3ss cv infusion backed up. The following information was provided by the initial reporter: event 2: material no: 2426-0007 batch no: unknown it was reported that the nurse witnessed that her iron infusion backed up into her primary line. Event description per email states: the nurse indicates she was infusing iron as a secondary medication on her patient in labour and delivery when she witnessed her iron infusion backing up into her primary line. Unfortunately she did not keep the tubing for me.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown (B)(4). (B)(4).

Event description:
It was reported that as lvp 20d 3ss cv infusion backed up. The following information was provided by the initial reporter: event 2: material no: 2426-0007, batch no: unknown. It was reported that the nurse witnessed that her iron infusion backed up into her primary line. Event description per email states: the nurse indicates she was infusing iron as a secondary medication on her patient in labour and delivery when she witnessed her iron infusion backing up into her primary line. Unfortunately she did not keep the tubing for me.